Manufacturer narrative:
The device was received fully deployed. A leak was found on the unexposed portion of the soft cannula. Upon magnification, a tear was found at the site of the leak. Corrosion was noted in the pod.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 497 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Symptoms reported include hyperglycemia and vomiting. The patient was treated with bags of fluids and ran a test for the flu with chest x-rays. She reported that they wanted to rule out her having the flu or pneumonia. She has not removed the second pod and has been doing okay since she was released from the emergency room. The patient was already on an antibiotic of amoxicillin 500 mg capsules a 10 day supply since saturday (B)(6) 2019.